Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 5wp, drawer 3.1 was failing cubies and unable to recover. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1: initial reporter facility: (B)(6) hospital and (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was failed and cubies were not opened. A field service engineer (fse) found no active failure upon arrival but reviewed the event viewer and identified multiple failures on drawer 3.1 enhanced half height cubie drawer in the main. The worn retractor band was replaced, cables were inspected, the row board cable on the drawer controller was reseated, and all pockets were ejected and inspected for foil debris. The keyboard cover was also found to be worn and damaged and was replaced. The system functioned as intended after the field service engineer repaired the device.